Event description:
It was reported that the device was used during a cholecystectomy. The clip could not be fed properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Device empty. Instrument b: exp date: 10/17/2011; MFR date: 11/17/2006; (over twisted jaws); evaluation summary: the er420 instrument (a) was returned empty and locked out, in addition, it was noted to have the top shrouds cracked. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While no conclusion could be reached as to how the shrouds became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.